Event description:
Balloon was dilated to 12 atmospheres (atm) in the left pulmonary artery. Balloon was fully deflated and pulled back to be removed through the sheath. Balloon could not be pulled back through sheath. Sheath and balloon catheter had to be removed simultaneously through existing percutaneous right femoral venous access. No harm to patient.======================manufacturer response for z-med 11 - x balloon dilatation catheter, b. Braun interventional systems inc. (Per site reporter).======================none as of this date as they do not have the device at this time.what was the original intended procedure?measure pressures within the pulmonary arteries of the heart.device #1is this a laboratory device or laboratory test?no.